Manufacturer narrative:
A ge service rep performed an on site investigation. The left and right monitors were replaced and the c-arm brake was adjusted during the service call. The system locking up failure could not be duplicated. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9800 system locked up during a case. Also, the c-arm lock is not holding the c-arm in place and there is an artifact burnt into the work station monitor. The 9800 system had to be rebooted and the procedure was completed without further incident. No pt injury was reported.